Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed drops of fluid on the outside of the dialyzer. However, no issues with the dialyzer were visible in the provided photos. The reported condition could not be verified from the provided photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leakage was noticed at the dialysate inlet port of a polyflux 140h dialyzer during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.